Event description:
Rv lead integrity warning on (B)(6) 2023. Rv lead noise warning on (B)(6) 2023. Eighteen shock therapy treated vt/vf episodes that appear to be inappropriate, due to over-sensing/noise on rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).